Event description:
On 9/28/81 pt had reconstructive surgery after bilateral subcutaneous mastectomies for cancer. On oct 1997 immunologist informed rptr that all their tumors (cancerous or benign) are attributed to the silicone implants that were put in 17 yrs ago. For the past 3 yrs it has become so bad that rptr's blood and immunity sys is almost non-existent. On dec 16, 1997 had the implants removed. Rptr has suffered over 30 surgeries in 17 yrs. Rptr has constant virus diseases and bacterial infections that won't go away in addition to all the pain and suffering. Today rptr has an inoperable tumor on their skull, left side of head and pinching trigeminal on side of face. Daily severe migraines, fevers, vomiting, and diarrhea. Rptr's physician says they have job's disease.